Event description:
According to the reporter, three breathing circuits along with three breathing circuit filters did not pass the leak test as an abnormality was discovered. There was a crack in the circuit, and a leak was heard. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was breakage and mechanical stress near the y-connector. Leakage test was performed on the device. The tube was dimensionally inspected near the breakage and all the measurements were inside their specification limits. It was reported that three breathing circuit along with three breathing circuit filters did not pass the leak test as an abnormality was discovered. There was cracked in the circuit and leak was heard. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 300/13315, 300/13315 armonia ext breath luer elb (lot#unknown) 352/5877, 352/5877 hygrobac s elecst fhme x25 (lot#unknown) 352/5877, 352/5877 hygrobac s elecst fhme x25 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during the pre-use leak test, devices did not pass the test and an abnormality was discovered. There was a crack in the circuit and a leak sound was heard from the anesthesia circuit. There was no patient involvement.